Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received a critical pump error alarm. Customer was not able to start insulin pump. Customer's blood glucose was not reported.

Manufacturer narrative:
Findings: unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.